Manufacturer narrative:
(B)(6).

Event description:
The customer reported that during a red alarm generated at the bedside, the automatic pop up window on another bed from a configured alarm group was delayed by approximately 30 seconds. The customer stated there was no other task window open at the monitor screen when this occurred. No patient incident or harm was reported.